Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a blood collection holder. The customer reports that a nurse stuck a patient with the needle and when they withdrew, the needle broke off and stayed in the patient. They were able to remove the needle with their hands.

Manufacturer narrative:
Submit date: 7/14/2008. An investigation is currently underway. Upon completion, the results will be forwarded.